Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported bd syringe 1.0ml 29ga 1/2in bls 500 china had foreign matter on the needle. The following information was provided by the initial reporter: "...when preparing sterile items on the operating table, the surgeon opened the needle cap of the disposable sterile insulin syringe and found that the needle had rusted."

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 0105447. All inspections were performed per the applicable operations qc specification. There were zero (0) notifications noted that pertained to the complaint.

Event description:
It was reported bd syringe 1.0ml 29ga 1/2in bls 500 china had foreign matter on the needle. The following information was provided by the initial reporter: "when preparing sterile items on the operating table, the surgeon opened the needle cap of the disposable sterile insulin syringe and found that the needle had rusted."